Manufacturer narrative:
Ptc investigation result received on 02-feb-2015. (B)(4). Final assessment: this is report from an unknown patient with no contact information to conduct a follow-up. The symptoms reported could not be confirmed. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a lack of efficacy. A contraceptive failure may occur under the use of any contraceptive and is not indicative of a quality deficit per se. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. The reported adverse events are not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and at ultrasound essure coil was out of place. She was submitted to a partial hysterectomy and during this surgery essure coil was found in the middle of uterus embedded in the top layer of muscle of the uterus. Additionally consumer stated she miscarried twins at home. The reported events were considered serious due to medical importance; miscarriage is unlisted according to essure's reference safety information; while the remaining event, regarded as device embedment (partial uterine perforation) is listed. Uterine perforation may occur with any trans-cervical intrauterine procedure including essure placement. In this particular case, although the exact mechanism of the reported device embedment/partial uterine perforation is unknown, given its nature a causal relationship with suspect insert cannot be excluded. Regarding the reported miscarriage, it is unclear from the available information if this event occurred before or after essure insertion. Considering the limited information provided, causality with the suspect insert cannot be assessed. This case was regarded as incident due to the required intervention (hysterectomy). A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5039760) in united states on 15-jan-2015 who had essure (fallopian tube occlusion insert) inserted. Consumer reported that she started having sharp pains on her left side pelvic area. On an unspecified date, she had an ultrasound done and the results were the coil was fine. In 2014, she started having lower back pain and; bad cramps in my pelvic area. She stated that she miscarried twins at home and went to the ER, where she had CT-scan done and they said she had a cyst on her kidney. The pain became unbearable that she went back to the ER screaming from pain, sweating and bent over. They did an ultrasound and x-rays but still found nothing. In the next day, she was back in the ER screaming from pain unable to talk. Another ultrasound and x-rays and finally a gynecologist said the coil did not look right but because of the inflammation. He couldn't see the left side clearly. A week later she was on physician's office and had a pelvic ultrasound done; the physician said the coil was out of place, it was no longer in the left tube. Two weeks later she had to have a partial hysterectomy. Her surgery took longer than usual because of all the scar tissue; her uterus was fused together and the physician said when he opened her uterus the coil was in the middle embedded in the top layer of muscle of the uterus. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and at ultrasound essure coil was out of place. She was submitted to a partial hysterectomy and during this surgery essure coil was found in the middle of uterus embedded in the top layer of muscle of the uterus. Additionally consumer stated she miscarried twins at home. The reported events were considered serious due to medical importance; miscarriage is unlisted according to essure's reference safety information; while the remaining event, regarded as device embedment (partial uterine perforation) is listed. Uterine perforation may occur with any trans-cervical intrauterine procedure including essure placement. In this particular case, although the exact mechanism of the reported device embedment/partial uterine perforation is unknown, given its nature a causal relationship with suspect insert cannot be excluded. Regarding the reported miscarriage, it is unclear from the available information if this event occurred before or after essure insertion. Considering the limited information provided, causality with the suspect insert cannot be assessed. This case was regarded as incident due to the required intervention (hysterectomy). A product technical analysis is being sought.